Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During gastric bypass (laparoscopic) procedure suture was unable to stay in the jaws of endostitch. There was no harm to patient, patient status: alive: no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.